Event description:
Procedure: low anterior resection. According to the reporter: the specific circular stapler did fire with much force, without inserting clips into the intestine. The staples were not properly formed. No reinforcement material was used in conjunction with the stapling device. There was unanticipated tissue loss of approximately 1.5 cm piece of intestine. There was no blood loss of 500cc or more due to the product problem. There was a loss of 15-20 minutes.

Manufacturer narrative:
(B)(4).